Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The device has not yet been returned for evaluation. When the evaluation is complete or if additional information becomes available a follow-up medwatch will be submitted.

Event description:
The facility representative reported an infuso.r. Pump with a condition of the "syringe will not engage." This condition has the potential to interrupt delivery. The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of the "syringe will not engage" was not confirmed and not reproduced. The root cause was not determined because the device was not sent in for service. Device was not sent in. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions during manufacturing found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.